Event description:
New information received states that the patient presented remotely via merlin.net transmission. Review of the stored electrograms revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were suggested, no intervention was performed. The patient was stable throughout the event and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the stored electrograms revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were suggested, no intervention was performed. The patient was stable throughout the event and will continue to be monitored.